Event description:
Customer initially reports broken handle. Device scratched doctor's hand. On (B)(6) 2012 dr (B)(6) reported via the phone that she is very annoyed because this is the second instrument of this type that has broken while in use in the past 6-8 months. This time her glove was torn and her hand was scratched (no need for sutures). Doctor is concerned that this could have been a more harmful event (slee).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.